Event description:
It was reported that the patient forgot to get her pump refilled. The pump alarmed, but the alarm was ignored. The pump was run dry for a period of time while the patient was out of the state. Shortly after returning home the patient began to feel ¿strange.¿ the patient was experiencing withdrawals. The patient felt like she had a terrible flu. The doctor did not feel comfortable that the pump would work properly again due to running dry and the pump was replaced (B)(6) 2012. The patient required hospitalization due to the event. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).